Event description:
It was reported that the patient was experiencing uncomfortable stimulation. It was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - adverse event problem - changed device code to reflect device analysis of fracture. The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have being subjected while in vivo.